Manufacturer narrative:
Citation: ferreiro et al. Prognostic impact of change in nutritional risk on mortality and heart failure after transcatheter aortic valve replacement. Circ cardiovasc interv. 2021 feb;14(2):e009342. Doi: 10.1161/circinterventions.120.009342. Epub 2021 feb 5. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding nutritional risk impact on mortality and heart failure after transcatheter aortic valve replacement (tavr). All data were collected from a single center between october 2008 and january 2019. The study population included 433 patients who were predominantly female with a mean age of 81.9 years. Multiple manufacturer¿s devices were implanted in the study population; an unspecified number of patients were implanted with a medtronic corevalve bioprosthetic valve. No unique device identifier numbers were provided. Among all patients, 157 deaths occurred during follow-up. No further details were provided on the deaths. There was no statement of causal or contributory relationship between medtronic product and the deaths. Among all patients, adverse events included: congestive heart failure (chf), arrhythmia requiring permanent pacemaker implant, major bleeding, vascular complication, stroke, myocardial infarction, moderate to severe aortic regurgitation (ar). Based on the available information medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.